Event description:
It was reported that the physician placed a super arrow-flex (saf) sheath in the left femoral artery. Then the well prepared intra-aortic balloon (iab) was inserted over the spring wire guide (swg) when it became stuck at the mid range in the saf sheath. The physician could not move the balloon or swg forward or backward. The physician removed the saf sheath, balloon and swg forward or backward. The physician removed the saf sheath, balloon and swg for the left femoral artery. The physician switched to the right femoral artery, opened a new iab and again the balloon became stuck at 1/3 of the saf range. There was no reported pt death, injuries or complications. No medical/surgical intervention was required. The pt was being pumped correctly from the augmented pressures. Reference MDR #1219856-2010-00700 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.